Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose was 115 mg/dl. The customer continued using the pump for insulin therapy.